Manufacturer narrative:
Device evaluation: a 2000e china product was not available for investigation of pr (B)(4); however, the customer confirmed that the complaint sample was from lot 25075210. The feedback provided by the customer states that, "during intravenous therapy using a needle-free closed infusion connector, the connector became blocked. Further information provided by the customer states that there were no visible defects observed on the device, such as cracks, flashes, or kinks. The customer confirmed that the connecting product used a luer lock connection. They also reported that the flow experienced a complete blockage during the event. No medication had been administered at the time, as the setup was still in preparation for IV infusion. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 25075210 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6), 2026, a needleless closed infusion connector was used to administer IV therapy to a patient. During the infusion, the needleless connector became clogged and unusable. It was immediately replaced with a new one. Additional information received from the customer: please confirm if there are any visible defects to the device i.e., cracks, flashes, kinks? Patient said no please confirm if the connecting product has a luer slip or luer lock connection? Luer lock please confirm whether the flow was completely or partially blocked? Complete blockage please confirm what medication was being administered during the event? Medication not yet administered; preparing for IV infusion. Please confirm if the medication was stored in the refrigerator? If yes, was it allowed to reach room temperature before use? N/a please confirm the lot number of the affected product? Lot number 25075210/